Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-03798 and MDR ID 2134265-2014-03797. It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and "heavily" calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5mm x 12mm unspecified balloon catheter and a 2.5mm x 28mm promus premier¿ stent was successfully implanted in the mid lad. It was determined that another stent has to be placed proximal the first stent. So a 3.50mm x 20mm promus premier¿ stent was advanced to the lesion but failed after several attempts. It was then noted that the proximal portion of the shaft of the stent delivery system (sds) was fractured. The 3.50mm x 20mm promus premier¿ stent was removed from the patient successfully. Then another 3.50mm x 20mm promus premier¿ stent was advanced to the lesion but encountered difficulty. It was also noted that the proximal shaft of the sds was fractured. The 3.50mm x 20mm promus premier¿ stent was removed successfully from the patient. Another 3.0mm x 18mm non bsc stent was advanced to the lesion but the device met resistance and the proximal shaft of the device was also fractured. A 3.00mm x 16mm promus premier¿ stent was also advanced to the lesion but resistance was encountered and the proximal shaft of the sds was fractured. The device was successfully removed from the patient. The lesion was then dilated using a 3.0mm x 15mm non compliant balloon catheter. A 3.0mm x 20mm promus premier¿ stent was advanced and implanted in the lesion successfully then a 3.25mm x 20mm apex balloon catheter was used for post dilation and the procedure was completed. No patient complications were reported. The patient was doing well and was discharged from the hospital.

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of the severe kinking. The hypotube broke 218mm distal from the strain relief. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-03798 and MDR ID 2134265-2014-03797. It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and "heavily" calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5mm x 12mm unspecified balloon catheter and a 2.5mm x 28mm promus premier¿ stent was successfully implanted in the mid lad. It was determined that another stent has to be placed proximal the first stent. So a 3.50mm x 20mm promus premier¿ stent was advanced to the lesion but failed after several attempts. It was then noted that the proximal portion of the shaft of the stent delivery system (sds) was fractured. The 3.50mm x 20mm promus premier¿ stent was removed from the patient successfully. Then another 3.50mm x 20mm promus premier¿ stent was advanced to the lesion but encountered difficulty. It was also noted that the proximal shaft of the sds was fractured. The 3.50mm x 20mm promus premier¿ stent was removed successfully from the patient. Another 3.0mm x 18mm non bsc stent was advanced to the lesion but the device met resistance and the proximal shaft of the device was also fractured. A 3.00mm x 16mm promus premier¿ stent was also advanced to the lesion but resistance was encountered and the proximal shaft of the sds was fractured. The device was successfully removed from the patient. The lesion was then dilated using a 3.0mm x 15mm non compliant balloon catheter. A 3.0mm x 20mm promus premier¿ stent was advanced and implanted in the lesion successfully then a 3.25mm x 20mm apex balloon catheter was used for post dilation and the procedure was completed. No patient complications were reported. The patient was doing well and was discharged from the hospital.